Event description:
It was reported that an inflatable penile prosthesis (ipp) device was not working properly due to inflation issues. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.